Event description:
A dialysis facility reported that a pt gained 5.3 kg. During a hemodialysis treatment. The pt was asymptomatic during the treatment, but was noted to have facial and hand edema post treatment. The physician was notified and the pt was admitted to the hospital for fluid removal.